Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that ambulance took them to emergency room due to an accident and hyperglycemia on unknown date. The customer¿s blood glucose level was 393 mg/dl at time of incident. Current blood glucose level was 256 mg/dl. The customer declined troubleshooting. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. It was unknown that auto mode feature was active or not at the time of event. The device will not be returned for analysis.